Event description:
The manufacturer was notified of an adverse event that occurred in conjunction with insertion or removal of an endoscope and a halo360 ablation catheter. The patient had a narrowed portion of the esophagus, identified upon endoscopy and sizing of the esophagus. After successful completion of the procedure, while the catheter and endoscope were being removed, a linear injury was incurred within the narrowed portion of the esophagus. This injury was surgically repaired. Patient has done well without further complication from injury.